Event description:
The physician was attempting to implant a 3.0 mm diameter x 26 mm in length resolute integrity rapid exchange (rx) coronary stent to treat a heavily calcified lesion. There were no abnormalities noted with the device prior to use. The stent failed to cross the lesion and was removed from the pt. A second attempt was then made to advance the device using a guide liner to provide extra support. This second attempt to cross the lesion was also unsuccessful and the device was removed from the pt. Upon removal it was noted that the distal end of the stent was damaged. The physician commented that the metal tip of the guide liner may have contributed to the stent deformation of the relevant device. The physician also stated that there was no problem with the resolute integrity device. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: (heavily calcified lesion). (Physician indicated accessory device may have caused damage to stent). (Failure to deliver the stent, stent deformation). Conclusions: (heavily calcified lesion). Device eval: the stent was positioned on the balloon as per specs. The struts on the first distal stent segment were raised, deformed and pulled distally. No further damage noted.